Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient was placed under general anesthesia on (B)(6) 2016, in order to replace the abutment.